Event description:
It was reported in a journal article that patient underwent primary hip surgery on (B)(6), 2006. Article reported at 36 months postoperatively, the patient experienced a sudden snap followed by a grinding sensation during heavy work. Revision procedure was performed on an unknown date due to displacement of acetabular component. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of event - unknown, expiration date - unknown, explant date - unknown, manufacture date - unknown. This is 2 of 2 MDR reports for the same event (see: 3002806535-2012-00179/180).